Event description:
A patient was implanted with two pdc vivo implants on (B)(6) 2024. One implant was found to have migrated posteriorly and laterally to the right. A pdc vivo removal was completed on (B)(6) 2024, patient was converted to a pdc sk at c4-5. Initial placement of vivo implant may have been slightly misplaced.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two pdc vivo implants on (B)(6) 2024. One implant was found to have migrated posteriorly and laterally to the right. A pdc vivo removal was completed on (B)(6) 2024, patient was converted to a pdc sk at c4-5. Initial placement of vivo implant may have been slightly misplaced. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. The report will be issued under (B)(4). Imaging was provided that showed the device migration. The removal surgery was completed due to implant migration. A reason for the migration is unknown. The submission is 1 of 1 devices involved in this event.